Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received pump error on their insulin pump. It was reported that the customer's blood glucose level was 306mg/dl. Troubleshoot was reported to be conducted and the customer was advised to monitor the device and call back if alarm reoccurs.

Manufacturer narrative:
The insulin pump monitored without the test energizer lithium battery inside the battery compartment and it was reinserted it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 noted. However, the insulin pump was received with a slight faded display due to moisture damage in the lcd glass also; moisture damage was found on the electronics, motor, battery tube and vibrator assembly. The insulin pump had scratched case, pillowing keypad overlay, cracked case behind the near the battery compartment and minor scratched lcd window.